Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that during patients unrelated device procedure, physician seen through computed tomography (CT) that the pocket site maybe too deep and offered a pocket revision procedure.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that during patients unrelated device procedure, physician seen through computed tomography (CT) that the pocket site maybe too deep and offered a pocket revision procedure. Additional information was received that the patient was doing well postoperatively and as charging was much easier.